Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was sent to a service center for evaluation. The ventilator inoperative condition was not duplicated. During evaluation and review of the device error logs, it was identified that the system rebooted 3 times within a 24 hour period which resulted in the ventilator inoperative alarm. The device's main board was replaced to prevent reoccurrence. The unit was confirmed to be working properly after replacement.